Event description:
It was reported that the patient experienced a shocking or jolting sensation after exposure to a security gate. Her device was turned on at the time of exposure. She had swelling at her neurostimulator site. Further information is being requested from the hcp.